Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97715, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain, post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) battery was replaced because the battery wasn't comfortable in the pocket and the battery was too large. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97715, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) reported that the patient had their implant replaced on (B)(6) 2017, other reps have not seen the patient for the last two years and non were informed of any issues. There were no further complications reported or anticipated.